Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit found that the unit has power, however, unit powers off on its own when the sensor is attached and the battery voltage reaches 7.5v. (B)(4).